Event description:
Per the clinic, the patient experienced an infection at implant site (specific date not reported). The patient was hospitalized and treated with oral and topical antibiotics, and topical steroid (specific date and duration not reported); however, the issue could not be resolved. Subsequently, the patient was placed under general anesthesia on (B)(6), 2024, for a revision surgery to clear the scar and infected tissue. The implanted device remains.